Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The field service representative reported no display. There was no patient involvement.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. The field service representative (fse) confirmed the failure. The fse replaced the user interface assembly and the display came back. However, there was now a primary alarm failure. As a result, the printed circuit board assembly speaker was replaced. The unit passed the preventive maintenance inspection and the unit has returned to service mode. Has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the user interface assembly was returned to manufacturer failure investigation (fi) for analysis. It was determined the liquid crystal display (lcd) cable not properly connected into the (lcd) printed circuit board assembly (pcba) created the ventilator screen display dim. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6) 2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.